Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had multiple inappropriate ventricular fibrillation (vf) detections and shocks. The source of oversensing could not be determined. It was suspected that far p was most likely the cause of oversensing along with lead noise being another possibility. Also, t wave oversensing was speculated as another cause. There was low r wave amplitude noted. Programming changes were performed. Patient was doing well.

Event description:
New information received stated that the implantable cardioverter defibrillator was explanted due to the physician laser lead extraction of the leads on (B)(6) 2018. The patient was stable.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
New information received stated that the implantable cardioverter defibrillator was explanted. No further information was reported.